Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was reading inaccurately high as compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed that the alleged issue began on (B)(6) 2011 at an unknown time. The patient reported blood glucose results of "291mg/dl" with the subject meter and "143,144 and 145 mg/dl" on another meter, (unknown brand) performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient reportedly manages his diabetes with humalog insulin and reportedly took an additional 4.2 units of humalog insulin on (B)(6) 2011 in response to the alleged high reading. The patient claimed approximately one hour later he developed symptoms of "light headedness, sweating and irritability" and despite his symptoms he denied receiving any form of treatment. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct; samples were obtained from the same approved site. The subject test strips were unexpired and stored correctly. A control solution test was performed but fell outside the range printed on the vial of test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(6) 2011, with the following findings:the meter has passed testing with no faults found. The test strips involved with this complaint were tested and found to have failed for control solution high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k073231.